Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had cracked around the lip. The customer¿s blood glucose level was unknown. Customer stated that top of the pump where the insulin goes in is cracked around the lip. The customer was assisted with troubleshooting. Customer stated lip of the reservoir was cracked. Customer stated reservoir won't lock out in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Unit was received with cracked reservoir tube lip and minor scratched lcd window.